Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that during the cuff test, the air from the tracheal balloon was not deflated completely. The customer indicated that there was no patient involvement associated to this event.

Manufacturer narrative:
The sample was returned and visual examination showed that the shape returned unit had been altered using the stylet wire. The stylet wire was removed and inflation/deflation testing was successful. There was no fault found with the device. The probable root cause is that the cuff test was carried out when the shape of the tube was incorrectly altered with the stylet wire. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that during the cuff test, the air from the tracheal balloon was not deflated completely. The customer indicated that there was no patient involvement associated to this event.